Event description:
It was reported that during an insertion of gastric band procedure, when the surgeon was inserting a gastric band in the patient, pushing the band through the port, one of the seals (rubber) pulled inside the patient's abdomen and they couldn't find it due to the size of the patient. It took the surgeon thirty minutes before it was found. New product was opened and used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the duckbill out of position, but present. One potential cause for the damage found may be the snagging of an instrument during insertion. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.